Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach in a gastric bypass, the stapler broke during the procedure. It was possible to make a shot with it and the next shot could not make the shot. The surgeon replaced the device to resolve the issue. No patient injury.